Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Cause of elevated bg not known and bg value not provided. It was reported that the customer was hospitalized. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.